Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol), the iol had a flimsy tail and it broke with evacuating the viscoelastic with the irrigation and aspiration instrument. Additional information was provided, that upon insertion of lens, surgeon noticed a gush of vitreous from the surgical wound. In the surgeon's opinion the iol did not cause or contribute to the event. There was no patient harm. A different model iol was placed. There are two medical device reports associated with this patient during the same surgical procedure. This report is associated with the first iol.